Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a zip top bag was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and conforming for cut. The probe was disassembled, and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The probe engine was disassembled, and the components were inspected. Excessive adhesive was observed on the extension/diaphragm. Top o-ring inner diameter was damage (rear housing). Spacer was smashed inside the rear housing. Bottom o-ring inner diameter was damaged and out of round/smashed (rear housing). Front housing o-ring inner diameter and outer diameter was damaged. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for cut functional testing. However, a manufacturing related potential contributor factor was identified, smashed spacer inside the rear housing, damaged was observed on the o-rings and excessive adhesive on the extension/diaphragm and cannot be ruled out for the cut problem as reported. The returned sample met cut functional testing: however, non-conformances were completed for the smashed spacer, damage observed on the o-rings and excessive adhesive on the extension/diaphragm. However, a non-conformance record has been completed in relation to the related non-conformances identified within the non-conformance review. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not be cut during the surgery. The procedure type was unknown. The surgery was completed on the same day after replacing with the same product. There was no patient impact.